Manufacturer narrative:
Submit date: 03/29/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One bag of samples was returned for evaluation. The texture of the gauze seemed a little loose on several of the returned samples. Based on the investigation and analysis at present, the condition was not observed during the manufacturing process and testing process. The most possible root cause may be that some type of sterilization occurred prior to use. At this time, there is no corrective/preventive action required. If additional information becomes available, the investigation will be reopened.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports that they are experiencing difficulty working with the covidien gauge sponges. They are fragments and coming apart when manipulated. Shredding or falling apart once applied to the wound.